Manufacturer narrative:
H6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of an issue involving the magnetom avanto fit system. It was stated that ferromagnetic tool bag was attracted to the magnet. Although requested, siemens healthineers has not received any information regarding potential injury associated with this event. In a worst-case scenario, a critical injury could result if this issue were to recur. This event will be updated if siemens healthineers receives additional information regarding an associated injury.